Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a polyflux 170h was leaking from the welding seam between header and housing. The external dialysate leakage was observed 30 minutes after starting treatment. The filter was replaced with another polyflux and treatment was completed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection by naked eye of the product shows the product wet. Leak testing of the dialysate side was performed and a leak was found. The reported condition of leak was verified. The cause of the leak was due to a crack in the welding seam. The most likely cause of the crack was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.